Event description:
Caller reported a cartridge alarm had occurred with the pump, but there was no adverse impact to customer's blood glucose level. Technical support was contacted, and they resolved to provide a replacement pump since the current pump was still under warranty. The customer acknowledged the instructions for returning the faulty pump, including placing it into storage mode and utilizing the pre-paid ups return service to tandem within the specified time frame to avoid incurring charges. Additionally, the customer was informed that they would receive a pump with updated software and that they would need to program their pump settings and connect their cgm to the replacement pump.